Event description:
It was reported by the per dealer, valve is not switching. Per independent repair center statement, unit is alarming or red light. The key failure is the 4 way valve is not switching. Other issues were the sieve beds were leaking, the valve operator was stuck, the o ring was leaking, the zip ties were leaking, and the hook clamp was leaking.